Event description:
Device analysis is complete.

Event description:
Boston scientific crm received information that this device triggered the elective replacement indicator (eri) with a battery voltage of 2.67 v and charge time measurements of 33 seconds. The device was explanted and returned for anlaysis. No other adverse patient effects were observed.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. It was concluded that this device did not experience premature battery depletion. Rather, the eol was triggered earlier than expected and the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.